Event description:
It was reported by the rep that the device was used during an operative laparoscopy. It was reported the seals on the trocars all split. New trocars were opened to complete the case. There was no consequence to the pt.